Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Further investigation revealed myopotential noise episodes on the rv pace and shock channel. Boston scientific technical services (ts) recommended a follow-up for further testing to verify the integrity of the implanted system. No adverse patient effects were reported.